Event description:
The following has been reported: one administration set with clogged secondary port were reported by test engineering. A preliminary review of the logs identified the following issue: set-0013 - clogged admin set. Admin sets to remain at na for investigation by r&d. An active infusion not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
One administration sets with clogged secondary port was found from lot 3007075. The secondary sets were inspected using a scienscope xt-2000 microscope. This set was inspected and found to have a non-slit valve. An image of the valve has been added as an attachment as well as a known good unit to show the comparison. This improper valve slitting is a manufacturing assembly error that explains the clogged secondary port.